Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It was reported that during use leakage occurred at catheter and hub junction with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: nurse went to start pt normal saline (nss) bolus, bolus was not started yet and pt stated, it was leaking. Nurse flushed IV and fluid was leaking from bottom of the tape. The nurse peeled back tape and flushed IV, it appeared the fluid was coming out the top of the blue base, no catheter was attached. The patient care coordinator (pcc) walked into the room at the time and witness the appearance of the IV and the catheter not being attached to the blue base. Pt stated the person who helps everyone at night put it in and gpt my blood work off if it. Pt arm was palpated around the insertion site and nothing was felt. The physicians assistant (pa) was made aware of the situation and an ultrasound was ordered. The blue base was kept in a specimen container.